Event description:
4 implants placed 9/26/1997. Implant removed 11/5/1997 due to infection at the implant site. Pt had breast cancer in 1996, with radiation at breast site only-not jaw. No other health problems. One person affected.

Manufacturer narrative:
Additional pt health info was received and evaluated. Our conclusion remains the same-infection is the probable cause of failure.